Manufacturer narrative:
Concomitant product(s): 383069 lead, implanted: (B)(6) 2007; d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, undefined impedance, oversensing, and was possibly fractured. The impedance alert limited was increased and the lead was later partially explanted and replaced. No further patient complications have been reported as a result of this event.